Event description:
A (B)(6) customer ran a blood test on the contour next ez and it was marked as a control test. When accessing the memory of the meter, the reading will be interpreted as a control test. No adverse event was alleged.the test strips were returned for evaluation.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.